Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis component migration.¿ per IFU, the physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. The IFU states ¿in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to post-operative follow-up as necessary to ensure continuing safe and effective results.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, a proximal type I endoleak was reportedly observed. An additional 26mm x 3.3cm aortic extender component was implanted, and the endoleak was resolved. A 20mm gore® excluder® contralateral leg component was implanted distally in the right common iliac artery, and an 18mm contralateral limb was implanted distally on the patient¿s left side. According to the report, the patient was lost to follow-up around 2018. On (B)(6) 2022, the patient presented to the hospital with an unknown but reportedly unrelated condition. It was reported a computed tomography scan revealed distal end of the 20mm contralateral limb had migrated proximally by about 18 cm. The exam also reportedly showed bilateral common iliac artery dilatation. No endoleak was observed; however, it was reported the distal end of the 20mm limb on the right side did not have adequate seal with the vessel wall and appeared to be ¿floating¿. On (B)(6) 2022, a reintervention was performed to treat the migration. The right internal iliac artery was coil embolized, then two additional gore® excluder® contralateral leg components and a bare metal stent were implanted to extend into the right external iliac artery. A final procedural angiograph revealed no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis component migration.¿ per IFU, the physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. The IFU states ¿in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to post-operative follow-up as necessary to ensure continuing safe and effective results.¿